Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.05 in length. No damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si nephrectomy, a cable broke on the fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.